Manufacturer narrative:
Full segments display when pressing the buttons due to lcd board cold solder joint. Unable to confirm keypad anomaly, missing segments/partial display, back light anomaly or perform the self test and displacement test due to full segments display anomaly. No damage found on keypad traces. Pump had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a display and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that a black screen appears on the display each time the insulin pump buttons were pressed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.